Event description:
It was reported the patient fell last winter and had not used his stimulator since. The patient attempted to turn his stimulation on so he could feel it, but it was noted at 4.8-7.3 volts (v) he could not. It was also noted the patient programmer indicated stimulation was on. It was reported 4 days later the patient used to have his stimulation at 3.6 v and was now attempting to feel stimulation at 8.4-8.6 v. The patient called his surgeon regarding the event but the facility would not see him. The patient had an appointment scheduled with his primary care doctor that afternoon. Information received on (B)(6) 2012, reported the patient fell down his friend's stairs "last february" and he started to feel no stimulation in march. The patient had program 1 set at 9.3 v and program 2 was increased up to 4.6 v and he still could not feel stimulation. It was also noted the patient was taking percocet for pain. The patient had an appointment with a healthcare professional (hcp) the next day. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).